Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the suture capture of the device appears to be detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an impact event to the device inconsistent with normal use or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the specialist introduced the firstpass mini into the joint portal, the space area was not tight. While grabbing the root of the meniscus, the upper jaw metal tip came out of the joint. The broken piece was successfully retrieved using arthroscopic graspers. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.